Manufacturer narrative:
The subcomponent cable was returned to the manufacturer, part number 883796, serial number (B)(6). The medical device information provided in block d is the base heart lung machine that the cable was found on.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) cable failed. As mitigation, the cable was replaced and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) cable assembly to lab use only (luo) testing equipment. When the system was set up and configured it would not turn the system on. The cable was replaced with a known good cable and the abd functioned as intended.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.